Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings: there was moisture condensation is observed on the display screen inside the pump. The pump is unable to boot ¿up¿ and to display verify screen, auditory alert is functional. Unable to verify steps and adequately investigate reported ¿cs078¿ alarm. The pump¿s cover was removed, moisture corrosion was found to the pcb on the, the display screen and the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.